Event description:
Procedure: right upper lobe wedge resection. According to the reporter: the surgeon closed the device down, fired the stapler. Staples formed. The jaw would not open, and the blade would not retract. The stapler locked on tissue. The surgeon pulled on the device in order to remove it and tissue was torn. Another device was applied. Or time delay was approximately 5 minutes. Patient lost 50cc of blood. No transfusion was required.